Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. After crossing the guidewire, a 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.